Event description:
Per the clinic the device was explanted on (B)(6) 2019, due to incorrect placement of the implant. The patient was re-implanted with another cochlear device during the same surgery.

Manufacturer narrative:
Device analysis report attached. This report is submitted on january 04, 2023.